Manufacturer narrative:
No malfunction suspected. End user reported that while operating the power wheelchair on a blacktop road in the rain, the power wheelchair lost traction and the end user fell. The end user was not wearing a seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles and other people, loss of control, or falling from the power wheelchair, drive in proper environments: do not operate the power wheelchair in conditions such as rain, standing water, sleet, slush or snow." And "[t]o avoid serious injury or death: [a]ways use the seat belt." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
While operating the power wheelchair on an inclined road in the rain, the power wheelchair lost traction and the end user fell.